Event description:
Possible air embolus during placement of tunneled hemodialysis catheter. Transient drop in oxygen saturation and short run of pvcs. Cardiac symptoms self-resolved within seconds. High flow oxygen per mask; respiratory status stable and at baseline after 30 minutes. Not clear if user error or device issue.